Manufacturer narrative:
(B)(4).

Event description:
It was reported that noise, high capture threshold and high, out of range, pacing lead impedance was noted. No intervention was performed, the physician decided to monitor the patient only. The patient's condition is fine.